Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure remains') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure remains after removal" on (B)(6) 2019. In 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("excessive bleeding"), headache ("headaches"), swelling ("swelling"), fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("joint pain") and tooth loss ("teeth loss"). The patient was treated with surgery (bilateral salpingectomy for essure removal (B)(6) 2019 and hysterectomy for essure remains removal (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, heavy menstrual bleeding, headache, swelling, fatigue, pain in extremity, arthralgia and tooth loss outcome was unknown. The reporter considered arthralgia, device breakage, fatigue, headache, heavy menstrual bleeding, pain in extremity, pelvic pain, swelling and tooth loss to be related to essure. The reporter commented: she had a bilateral salpingectomy remove the permanent contraception on (B)(6) 2019, and had another surgery on (B)(6) 2020, this time a hysterectomy, to remove the essure remains. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure remains') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure remains after removal" on (B)(6) 2019. In 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("excessive bleeding"), headache ("headaches"), swelling ("swelling"), fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("joint pain") and tooth loss ("teeth loss"). The patient was treated with surgery (bilateral salpingectomy for essure removal (B)(6) 2019 and hysterectomy for essure remains removal (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, heavy menstrual bleeding, headache, swelling, fatigue, pain in extremity, arthralgia and tooth loss outcome was unknown. The reporter considered arthralgia, device breakage, fatigue, headache, heavy menstrual bleeding, pain in extremity, pelvic pain, swelling and tooth loss to be related to essure. The reporter commented: she had a bilateral salpingectomy remove the permanent contraception on (B)(6) 2019, and had another surgery on (B)(6) 2020, this time a hysterectomy, to remove the essure remains. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-mar-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure remains") in a 41 year-old female patient who had essure inserted (lot no. A85502) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains after removal" on (B)(6) 2019) and device ineffective ("device ineffective"). The patient had a medical history of irregular periods, smoker, bronchitis and hypertension. Previously administered products included: salbutamol, valsartan and omeprazole. Concomitant products included orfidal (lorazepam), xeristar (duloxetine hydrochloride), ibuprofen and metamizole. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 911 days after essure insertion, she experienced pregnancy with contraceptive device ("after a diagnosed pregnancy underwent surgery for voluntary interruption of the pregnancy"). On (B)(6) 2019 she experienced device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("excessive bleeding"), headache ("headaches"), swelling ("swelling"), fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("joint pain"), tooth loss ("teeth loss"), genital haemorrhage ("excessive bleeding"), abdominal pain lower ("hypogastric pain"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("abdominal distension"), adjustment disorder ("mixed adjustment disorder"), depressed mood ("low mood"), irritability ("floating base anxiety"), back pain ("low back pain"), dyspareunia ("dyspareunia "), sciatica ("sciatica"), polymenorrhoea ("she refers to the ¿irregular periods"; imply that two menstrual cycles per month occurred at that time,") and abdominal discomfort ("abdominal discomfort") and was found to have quality of life decreased ("loss of quality of life"). The patient was treated with surgery (bilateral salpingectomy & total hysteroctomy and hysterectomy for essure remains removal (B)(6) 2020). At the time of the report, the outcomes for pelvic pain, device breakage, heavy menstrual bleeding, headache, swelling, fatigue, pain in extremity, arthralgia and tooth loss were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adjustment disorder, anxiety, arthralgia, back pain, depressed mood, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, irritability, pain in extremity, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, quality of life decreased, sciatica, swelling and tooth loss to be related to essure administration. The reporter commented: she had a bilateral salpingectomy remove the permanent contraception on (B)(6) 2019, and had another surgery on (B)(6) 2020, this time a hysterectomy, to remove the essure remains. A second hysterectomy for remains on (B)(6) 2020. Admitted for scheduled surgery on (B)(6) 2019 for a laparoscopic salpingectomy intervention, with removal of both tubes with devices inside, entering the day before. Thus, there were 7 interventions: on (B)(6) 2014 through hysteroscopy to implant two devices called essure in both uterine tubes, in order to cause permanent contraception. As it was not possible in the first intervention to implant the device in the right tube, a second hysteroscopic intervention was performed, which was also unsuccessful, and the third hysteroscopic insertion was carried out later. After a diagnosed pregnancy, (B)(6) 2016, the patient underwent surgery for voluntary interruption of the pregnancy. Subsequently, the surgical removal of both uterine tubes took place on (B)(6) 2017, the total surgical removal of the uterus on (B)(6) 2017 and the dehiscence of the suture of the vaginal vault on (B)(6) 2018. Starting off of said interventions. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): pelvis where punctiform images of metal density located in the pelvis can be seen, one on the right and the other on the left, which could correspond to remains of essures in the region of the horns [hysteroscopy] on (B)(6) 2018: no endometrial polyp was observed, and a directed biopsy of the endometrium was taken with an anatomopathological result of interval endometrium, and with a hysteroscopic diagnosis of uterine cavity without pathology [laparoscopy] on (B)(6) 2019: visualizing the uterus with myomatous nodules, in retroversion. Tubal fibrosis. Bilateral essure extraction and bilateral salpingectomy was performed.; on (B)(6) 2020: a polymyomatous uterus is seen, enlarged and firm and loose adhesions to the right ovary, sigma and vesicouterine plica. Simple total laparoscopic hysterectomy was performed. Adhesiolysis is performed [pathology test] on (B)(6) 2018: clinical diagnoses: hypermenorrhea. Type of sample: biopsy organ of origin: endometrium gross examination: two small whitish fragments of 0.5 x 0.2 x 0.2 cm. Full inclusion. Pathological diagnosis: interval endometrium: no signs of hyperplasia or malignancy.; on (B)(6) 2019: bilateral salpingectomy piece was received without referencing laterality, both tubes contain an essure device that is kept in a separate bottle, the largest of them measures 8 cm and the smallest 7.5 cm. Neither to external inspection nor to the cuts significant macroscopic alterations are identified. Representative samples.; on (B)(6) 2020: hysterectomy in a patient with chronic pelvic pain. Bilateral salpingectomy in 2019. Type of sample: surgical piece organ of origin: uterus gross examination: simple hysterectomy piece of 150 gr and 9 x 6 cm. Cervix and endometrial cavity without lesions. Several myomatous nodules are observed on the wall, the largest of which is 3 cm. Millimeter cuts are made in the tubal isthmus, not observing a foreign body. Annexes are not received. Representative samples. Microscopic examination: cervix with squamous metaplasia and chronic cervicitis. Endometrium with secretory changes. Parietal leiomyomas without signs of malignancy. Pathological diagnosis: simple hysterectomy with leiomyomas [ultrasound scan] on (B)(6) 2014: essures normoinserted. Lot number: a85502 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure remains") in a 41 year-old female patient who had essure inserted (lot no. A85502) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains after removal" on (B)(6) 2019) and device ineffective ("device ineffective"). The patient had a medical history of irregular periods, smoker, bronchitis and hypertension. Previously administered products included: salbutamol, valsartan and omeprazole. Concomitant products included orfidal (lorazepam), xeristar (duloxetine hydrochloride), ibuprofen and metamizole. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 911 days after essure insertion, she experienced pregnancy with contraceptive device ("after a diagnosed pregnancy underwent surgery for voluntary interruption of the pregnancy"). On (B)(6) 2019 she experienced device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("excessive bleeding"), headache ("headaches"), swelling ("swelling"), fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("joint pain"), tooth loss ("teeth loss"), haemorrhage ("excessive bleeding"), abdominal pain lower ("hypogastric pain"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("abdominal distension"), adjustment disorder ("mixed adjustment disorder"), depressed mood ("low mood"), irritability ("floating base anxiety"), back pain ("low back pain"), dyspareunia ("dyspareunia "), sciatica ("sciatica"), polymenorrhoea ("she refers to the ¿irregular periods"; imply that two menstrual cycles per month occurred at that time,") and abdominal discomfort ("abdominal discomfort") and was found to have quality of life decreased ("loss of quality of life"). The patient was treated with surgery (bilateral salpingectomy & total hysteroctomy and hysterectomy for essure remains removal (B)(6) 2020). At the time of the report, the outcomes for pelvic pain, device breakage, heavy menstrual bleeding, headache, swelling, fatigue, pain in extremity, arthralgia and tooth loss were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adjustment disorder, anxiety, arthralgia, back pain, depressed mood, depression, device breakage, dyspareunia, fatigue, haemorrhage, headache, heavy menstrual bleeding, irritability, pain in extremity, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, quality of life decreased, sciatica, swelling and tooth loss to be related to essure administration. The reporter commented: she had a bilateral salpingectomy remove the permanent contraception on (B)(6) 2019, and had another surgery on (B)(6) 2020, this time a hysterectomy, to remove the essure remains. A second hysterectomy for remains on (B)(6) 2020. Admitted for scheduled surgery on (B)(6) 2019 for a laparoscopic salpingectomy intervention, with removal of both tubes with devices inside, entering the day before. Thus, there were 7 interventions: on (B)(6) 2014 through hysteroscopy to implant two devices called essure in both uterine tubes, in order to cause permanent contraception. As it was not possible in the first intervention to implant the device in the right tube, a second hysteroscopic intervention was performed, which was also unsuccessful, and the third hysteroscopic insertion was carried out later. After a diagnosed pregnancy, (B)(6) 2016, the patient underwent surgery for voluntary interruption of the pregnancy. Subsequently, the surgical removal of both uterine tubes took place on (B)(6) 2017, the total surgical removal of the uterus on (B)(6) 2017 and the dehiscence of the suture of the vaginal vault on (B)(6) 2018. Starting off of said interventions. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): pelvis where punctiform images of metal density located in the pelvis can be seen, one on the right and the other on the left, which could correspond to remains of essures in the region of the horns [hysteroscopy] on (B)(6) 2018: no endometrial polyp was observed, and a directed biopsy of the endometrium was taken with an anatomopathological result of interval endometrium, and with a hysteroscopic diagnosis of uterine cavity without pathology [laparoscopy] on (B)(6) 2019: visualizing the uterus with myomatous nodules, in retroversion. Tubal fibrosis. Bilateral essure extraction and bilateral salpingectomy was performed.; on (B)(6) 2020: a polymyomatous uterus is seen, enlarged and firm and loose adhesions to the right ovary, sigma and vesicouterine plica. Simple total laparoscopic hysterectomy was performed. Adhesiolysis is performed [pathology test] on (B)(6) 2018: clinical diagnoses: hypermenorrhea. Type of sample: biopsy organ of origin: endometrium gross examination: two small whitish fragments of 0.5 x 0.2 x 0.2 cm. Full inclusion. Pathological diagnosis: interval endometrium: no signs of hyperplasia or malignancy.; on (B)(6) 2019: bilateral salpingectomy piece was received without referencing laterality, both tubes contain an essure device that is kept in a separate bottle, the largest of them measures 8 cm and the smallest 7.5 cm. Neither to external inspection nor to the cuts significant macroscopic alterations are identified. Representative samples.; on (B)(6) 2020: hysterectomy in a patient with chronic pelvic pain. Bilateral salpingectomy in 2019. Type of sample: surgical piece organ of origin: uterus gross examination: simple hysterectomy piece of 150 gr and 9 x 6 cm. Cervix and endometrial cavity without lesions. Several myomatous nodules are observed on the wall, the largest of which is 3 cm. Millimeter cuts are made in the tubal isthmus, not observing a foreign body. Annexes are not received. Representative samples. Microscopic examination: cervix with squamous metaplasia and chronic cervicitis. Endometrium with secretory changes. Parietal leiomyomas without signs of malignancy. Pathological diagnosis: simple hysterectomy with leiomyomas. [Ultrasound scan] on (B)(6) 2014: essures normoinserted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-may-2023: plaintiff fact sheet & medical record received. Events mixed adjustment disorder, lowmood, irritability lowback pain, sciatica or dyspareunia , abdominal discomfort, polymenorrhagia, pregnancy & device ineffective, anxiety, depression, genital bleeding, abdominal pain lower are added. Lot number, historical drugs, historical conditions, concomitant drugs, concomitant conditions are added. Lab data, essure removal & insertion date updated. Reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.